Event description:
It was reported that the patient experienced cardiac arrest, and there was possible intermittent ventricle undersensing during episodes of non-sustained ventricular tachycardia. No further information could be obtained after multiple follow-up attempts. The right ventricular (rv) lead remains in use. No further patient complications have been reported as a result of this event.